Event description:
During an in-clinic follow-up, incorrect interpretation of signals resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate shock were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.